Event description:
A complaint was received from a nurse in a rehabilitation center. She stated that only the top half of the display is being illuminated. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.